Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is for use error- patient line clamp was open when the door was opened on the cycler. The registered nurse (rn) stated that she opened the door and the hc alarmed se 2084 .the baxter technical representative (tsr) had the rn close the clamps and cycle power. The tsr asked the rn if the pa line was open when she took the set out. The rn stated "yes". The tsr explained that the solution could have moved freely when the door was open. The tsr asked the rn if the hp was connected. The rn stated "yes". The hc alarmed with se 2265. The tsr explained the alarms to the rn. The tsr had the rn cycle power and disconnect the hp. The hc went to "press go to start". The tsr assisted the rn with getting the set out. The tsr explained the rn can start over with new supplies. The rn asked if she can use the same bags. The tsr stated "no". The tsr recommended the rn check the initial drain volume (initial drain volume (idv)) to make sure the hp drains any solution out. The rn stated that she will do a manual drain. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported problems. The home patient's (hp) mother/care giver (cg) answered the phone. The cg stated that the rn was left in charge of her daughter's therapy since the cg was out of town. The cg stated that the machine alarmed check heater line alarm and what happened was that the walls of port of the heater bag got stuck together. The rn was told by the cg to just massage the walls to clear the alarm but the rn panicked and started doing various troubleshooting steps that were not appropriate. The cg was aware of the user errors caused by the rn. Hence, the cg would follow up with their peritoneal dialysis registered nurse (pd rn) tomorrow. Per the cg, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.